Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging nasal irritation, sore throat, head hurting, lungs hurting. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal irritation, sore throat, head hurting, lungs hurting related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer found unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Significant dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal irritation, sore throat, head hurting, lungs hurting. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.